Event description:
The customer reported that the buttons are pushed into the keyboard causing the insulin pump's interior to be exposed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with all buttons responding properly, and no physical damage noted. However, the device was received with a loose motor support disk. The insulin pump also had a broken reservoir tube lip.